Event description:
A male, underwent a percutaneous coronary intervention in '08. The procedure was performed through a 6f sheath placed in the common femoral artery, reportedly above the inferior epigastric artery. At the end of the procedure, a mynx vascular closure device was deployed in attempt to achieve access site hemostasis. Upon completion of deployment, it was reported that hemostasis was not successful. In addition, the pt reportedly experienced a retroperitoneal bleed which was detected bedside (symptoms unk). Pt was sent to surgery and the arteriotomy was surgically repaired. Following surgery, the pt was transfused with packed red blood cells (# units was unreported). Multiple attempts to get additional info from the site were unsuccessful.

Manufacturer narrative:
The device was not returned for eval, however, the lot number was provided. Based on the limited info provided, there is no evidence to suggest that the mynx device did not perform as intended. The root cause of the retroperitoneal bleed could have been the noted high stick. The mynx instructions for use states: do not use the mynx vascular closure device if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed. Perform a femoral angiogram to verify the location of the puncture site.